Event description:
Patient prepped for tavr procedure. Tavr delivery system inserted into patient by md. After lining up the stent the device would not deliver the stent. Equipment removed and new delivery system inserted. No harm to patient.